Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by patient with diabetes that he has had 3 infusion sets that did not last the full 3 days, states that they pulled out early. Patient did advise that a couple of the cannulas appeared to be bent. The event occurred during use and did not cause injury to the patient.